Event description:
It was reported that the md prepped the iab per instructions. The iab was inserted sheathless. Prior to insertion, the fos (fiber optic sensor) was zeroed. After insertion, the md connected the blue fos sensor to the pump. The console displayed that arterial pressure fos was weak. The md replaced the iab. Refore to medwatch no. 1219856-2007-00100 for second event involving this patient.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.